Event description:
The user reported the device did not function as expected due to a broken cable. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.